Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with corneal haze at two months photorefractive keratectomy (prk) post-operative visit. Additional info from reporter indicated that the pt's topical steroid dosage was increased which helped to resolve the reported issue after six weeks. This report is for the left eye, an additional report will be filed for the right eye.